Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, after advancing the snare through the endoscope and extending the snare loop, the physician noticed that the loop was twisted. The device was then removed from the patient's large intestine and inspected. When the physician tried to untwist the wire, the twisted section of the loop "tore." The procedure was completed with another sensation micro oval snare. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure. This event has been deemed reportable based on the investigation results: loop burnt.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found the loop twisted. When the loop was touched, it reverted to it's original shape and then broke; the separated ends appeared blackened and burnt. Electron microscopy of the two separated ends revealed evidence of molten material, suggesting the device was subjected to a temperature higher than the melting point of the wire. No material anomalies were found. The condition of the returned device was consistent with the complaint that the loop was twisted and "torn"; the complaint was confirmed. As evidenced by the molten material found during electron microscopy, excessive electrical current was applied to the device. Therefore, the root cause for this event is user error. It is likely that manipulation of the device during the procedure caused the loop to become twisted. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.